Event description:
Litigation alleges the patient suffers from pain, leukocytosis, anemia, and a large hematoma.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time.

Manufacturer narrative:
Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.